Event description:
Procedure type: vascular prosthesis. The suture was used for a vascular prosthesis in a pt affected by a popliteal aneurysm. It was implanted in late 2007 and removed in 2008. In the time interval between the post-discharge medication (late 2007), and the ambulatory check required from the pt for a leg edema (2008), the prosthesis detached from the popliteal artery. Two weeks later, during the surgery, it was observed that the detachment was caused by the break of the suture.